Event description:
It was reported that the pt was re-implanted on (B)(6), 2011. To date no info has been rec'd regarding the reason leading to explantation of concerned device.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.